Event description:
The following has been reported: when upgrading the syringe pump firmware from 2.2 to 4.1, the dilutions (e.g. Insulin: what was previously 5000 u/50ml is now 1 u/50ml) were changed in the medication library already stored for all medications with several dilutions. After the upgrade, the dose rate of 4 u/h (4ml/h) then corresponds to 200ml/h at 4u/h. All applications/medications can therefore no longer be used. Desired settings cannot be made. If the user starts the wrong values by mistake, this will result in an overdose/patient hazard due to a 50-fold higher delivery rate. An overdose occurred on a ward when administering insulin with an agilia sp syringe pump from fresenius. The dosage of insulin to be selected was no longer available in the syringe pump's drug library and it is not clear how a different dosage could have been selected, resulting in the overdose. An examination of the medical technology revealed that after an update of the operating system from version 2.2 to 4.1, the medication library installed in the syringe pump is changed so that some dosages of medication are no longer available. This could also be reproduced on another pump. The overdosing did not result in any patient harm. Initial information from fresenius kabi vial (brezins, france): "la charité in germany (customer who submitted complaint) was an early adopter of agilia connect in 2016. So they have started with centerium (replaced now by vss) and druglib (replaced now by vmm). They are in the process of upgrading their fleet to the last versions of pump and vss. The new pump manage dilution differently than the initial one. The dataset generated with druglib (what la charité has) is not compatible with the latest version of pump. When they upgraded the pump sw, they didn't remove the link with centerium. So once upgraded, the old dataset has been re-uploaded in the pump by centerium, creating this behavior." Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.